Event description:
Additional information: on (B)(6) 2018 the patient underwent laser lead extraction to decrease the sources of infection. Parenteral antibiotics were also reported.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 6 months. Manufacturers investigation conclusion: a specific cause for the reported infection cannot be conclusively determined. The patient, who had prior admission for gram-negative rod klebsiella bacteremia, underwent blood cultures at an outside hospital, two of which were positive for gram-negative rod. The cultures were speciated to be klebsiella. They were given 1 dose of antibiotics and were transferred to duke university. Upon arrival to duke, they were started on vancomycin and zosyn for broad-spectrum antibiotic coverage. Two more blood cultures were taken, one of which was positive for klebsiella. Vancomycin was discontinued; however, zosyn was continued. A CT scan of the patient's abdomen and pelvis was normal. The patient was transitioned to rocephin. The source of resistant klebsiella infection was unclear, and if no source was identified, it was reported that the patient may need a pump exchange. Intravenous antibiotics were completed (B)(6) 2018, and the patient was transitioned to oral augmentin for suppression. Removal of the PICC occurred without issue. The patient remains ongoing on vad support. No product available for investigation. Local, pump pocket and driveline infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 2 out of 2 blood cultures were positive for gram negative rods (gnr) that were later classified to be klebsiella. The patient was given 1 dose of antibiotics, and was later started on vancomycin and zosyn for broad spectrum antibiotic coverage. 1 out of 2 blood cultures showed klebsiella. Vancomycin was discontinued and zosyn was continued. A computed tomography (CT) scan of the abdomen and pelvis was normal. The patient was transitioned to rocephin. The source of the resistant klebsiella infection was unclear and it was reported that patient may need a pump exchange if no other source was identified. Intravenous (IV) antibiotics were completed (B)(6) 2018 and the patient was to be transitioned to oral augmentin for suppression.